Event description:
The customer tested her blood glucose using her contour meter and received a reading of 449 mg/dl . Her glucose was retested using another meter and the reading was 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.